Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker previously showed 12 and a half years remaining longevity. During the recent check, the device showed eight and a half years remaining longevity. Analysis showed that the device power consumption recently increased due to an increase in atrial sensing. There have been several atrial tachy response (atr) episodes that occurred during the end of (B)(6) and the beginning of (B)(6). These caused the average power consumption to increase. The power consumption should decline once the atrial sensing rate declines. The device remains in service. No adverse patient effects reported.